Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a tracheostomy tie had come off of the tracheostomy flange. The customer reported that this occurred because the area where the ties connect was split. The patient's mother performed a tracheostomy tube replacement with a new device. There was no report of patient harm as a result of this event.